Event description:
Additional info received from MFR on 12/17/98:no specified device listed in the report except as birthing bed. The info provided in the report does not contain: model, serial number, date of MFR. No source from which hill-rom can obtain info to address proposed questions.